Event description:
On (B)(6) 2012, the patient contacted global technical services regarding an unrelated alarm. During the conversation, the patient stated she was supposed to bring a sample to the hospital. On (B)(6) 2012, global pharmacovigilance (gpv) conducted follow-up with the patient's husband regarding hospital visit. The following information was reported. On an unreported date, the patient had an "extreme amount" of fibrin in lines. On an unreported date, the patient went to the hospital to have a peritoneal effluent sample evaluated. Results of peritoneal effluent testing indicated the patient had an infection. The patient was not hospitalized at this time. The patient was treated with cipro (dosage, frequency and route not reported) for a couple of months. At the time of this report, treatment with cipro was ongoing. On (B)(6) 2012, gpv conducted follow-up with the peritoneal dialysis registered nurse (pdrn) regarding the infection. The following information was reported. On (B)(6) 2012, the patient began peritoneal dialysis (pd) therapy; performing 4 exchanges at night with 2l fill volumes. On an unreported date, the patient experienced peritonitis manifested by "belly pain." The pdrn believed the cause of peritonitis was from the patient's cat biting through the pd tubing, because pasteurella multocida is usually found in the saliva of cats and the patient has cats in her home. On an unknown date, the patient began treatment with cipro (dosage unknown), daily by mouth for bacterial peritonitis. This course of antibiotics was taken for one month. At the time of this report, treatment with cipro was completed (specific stop date unknown). At the time of this report, pd therapy was ongoing. Peritonitis had resolved. The pdrn considered the event of peritonitis to be unrelated to dianeal, pd therapy or any baxter products or supplies. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (lm) regarding retraining the patient on aseptic technique. The nurse confirmed the patient was retrained on aseptic technique (keeping cat out of the room while performing peritoneal dialysis therapy).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a probable break in aseptic technique described as a cat bit through the pd tubing. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.